Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire is missing. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D4 UDI - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information/device evaluation. H3 device evaluated by mfg - additional information. H3 evaluation included - additional information. H6 codes: type of investigation - additional information and remove 4118 from initial submission. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10 corrected data.